Event description:
After a diagnostic and interventional procedure was performed, an angio-seal device was deployed uneventfully in the right femoral artery. After clipping the suture in the ICU, a slight ooze was noted from the tissue tract. Light digital pressure was applied and hemostasis was achieved. Approx two hours post procedure, the pt experienced a vaso-vagal response in which the blood pressure dropped. A CT scan revealed a retroperitoneal bleed requiring a transfusion of two units of blood. The pt is now stable and recovering. Reopro was administered to the pt during and post-procedure. The physician and staff felt that the initial puncture may have been a double wall stick. A pre-placement angiogram has been performed prior to deployment.